Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was decreased high voltage impedance noted on the right ventricular (rv) lead. A lead revision procedure is anticipated but has not taken place yet. The patient was in stable condition. Further information was requested but none was received.

Event description:
New information was received that there was some damage noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.